Event description:
Clinician called in a complaint stating that approx 10 of his pts, or 75% of his pts treated with bone ceramic have had infections. The clinician said that 6-7 months after the bone ceramic is placed, the particles are still loosely in the site, they have not been incorporated by the body at all. The clinician states that he has to scoop the particles out and re-graft with another material. The clinician no longer has the product. He will ask his staff to gather as much info as they can. He wants to know if there are other clinicians who have had this issue. Two mos later, clinician provided add'l pt info for pt along with info on 5 other pts. Pt was treated in 2006 and info on add"l pts will be forthcoming.

Manufacturer narrative:
The MFR completed an analysis of the product DHR and had determined that it has met its specifications.